Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported calibration failed. No patient injury was reported.

Manufacturer narrative:
B5: additional information received on 06-sep-2022 via email and attached in complaint object: there was no patient or technician involvement was indicated at the time the pump was received at our facility for repair. All issues found with this device were found during testing at our facility. H6: event problem and evaluation codes: updated. H10: device evaluation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.